Event description:
A customer contacted beckman coulter inc. (Bec) stating that the baths were overflowing from the coulter act 8/10 instrument onto the table. The customer was wearing gloves, lab coat and protective eyewear when the leak occurred. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting and had the customer drain baths using bleach and flushed out the waste drain pathway. Cts then had customer run start up which was within specifications and the baths were draining properly. The root cause for the bath overflow can be attributed to a clogged wbc waste line. (B)(4).